Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the rep was assigned to cover possible catheter revision (B)(6) 2020 for questionable leak from catheter, dependent on previous dye study. Intra-op, physician stated it appeared that the catheter was connected correctly to the pump, and could not see any perforation in catheter, but decided to revise pump segment with 8784 revision kit just as a precaution.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml an unknown dose) and duraclon (100 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient experienced less than optimal pain relief and dye study was performed. The study showed a leak at the catheter port. The issue was unresolved and the patient was alive with no injury at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the catheter was revised with a 8784 on (B)(6) 2020. It was noted the original pump was still being used by the patient. The patient's weight was not available.